Manufacturer narrative:
(B)(4). Date sent to the FDA: 06/13/2017. (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the additional information. To date no response has been provided. If further details are received at the later date a supplemental medwatch will be sent. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Does the surgeon believe that ethicon product prolene mesh involved contributed to the adverse events described in the article (specifically: infection, hematoma, seroma, hernia recurrence, pain and feeling of foreign body in inguinal area were determined in patients). If yes, provide details of event and specific product type. Provide product code and lot. Can specific patient demographics be provided for each of the subjects of this article? If yes, please include: date of procedure, where procedure was performed, specific medical/surgical intervention per patient, product involved, pre-existing conditions. Are the product code and lot numbers available for prolene mesh?

Event description:
It was reported in a journal article that the patient underwent a unilateral primary inguinal hernia repair procedure via the lichtenstein technique on unknown date and the mesh was implanted. It is possible that, during a three-year follow-up period, the patient developed early complications including wound infection, hematoma or seroma, and/or late complications including chronic pain in the inguinal region and the feeling of a foreign body. The patient, possibly, experienced hernia recurrence after one year of surgery. Additional information has been requested.